Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the power extension cable. There were no adverse consequences to the patient. The patient electronic system was replaced.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The reported event that the patient encountered "difficulty powering on pes" was confirmed. During visual inspection, it was observed that the power extension cable was frayed with exposed wires. The source of the reported issue was determined to be a frayed power extension cable with exposed wires. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.